Manufacturer narrative:
As previously reported: service in the field was performed on may 30, 2017. The replaced lcd with cvr s/n: (B)(4) was received at the manufacturer on october 04, 2017. Product evaluation: evaluation and testing of the touch screen was completed on october 29, 2017. Final test results summary_touch screen functional test: blank display, touch screen failed functional test. Probable root cause: based on touch screen functional test results, the root cause of the touch screen not functioning was due to a faulty visual display.

Manufacturer narrative:
As previously reported: service in the field was performed on may 30, 2017. The replaced lcd with cvr s/n: (B)(4) was received at the manufacturer on october 04, 2017 and the part has been disposition to be scrapped once the failure analysis has been completed.

Manufacturer narrative:
System analysis/service repair completed on may 30, 2017: the top cover was replaced. The device was tested and verified to function according to manufacturer's specifications. The reported display issue was confirmed and it was determined to be the result of a faulty display. The top cover was replaced. The system was tested and verified to meet manufacturer¿s specifications. The top cover has not returned for evaluation.

Event description:
It was reported that with a patient present and under general anesthetic for a scheduled bph procedure it was noted that the laser display was blank and not working. The procedure was not completed. Patient complications: "none".